Event description:
Flare reaction in right knee [joint inflammation], unable to walk [unable to walk], unable to bend knee [joint range of motion decreased] extreme pain [pain], aspirated knee [knee effusion]. Case narrative: initial information received from united states on 17-may-2018 regarding an unsolicited serious case received from other health care professional. This case is linked to cases (B)(4). This case involves an unknown age patient who experienced flare reaction in right knee, unable to walk, unable to bend knee, extreme pain and aspirated knee (unknown latency) after receiving treatment with the synvisc injection. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using intra-articular synvisc bilateral knee injection, (dose, frequency, batch number, expiration date, indication: not reported). On (B)(6) 2018, patient completed treatment with synvisc injections. On an unknown date in (B)(6) 2018, after unknown latency, the patient developed flare reaction left knee, was unable to walk/bend knee, had extreme pain. On (B)(6) 2018, patient's knee was aspirated and gave cortisone injection. It was reported that the patient recovered from all events. Action taken: no action taken. Corrective treatment: not reported for unable to walk; cortisone for rest of the events. The patient outcome is reported as recovered / resolved for all the events. A product technical complaint (ptc) was initiated on 30-may-2018 for synvisc; batch number: unknown, (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 30-may-2018. Global ptc number and results were added. Text was amended accordingly.